Manufacturer narrative:
The device was returned for analysis. The material separation of the guide was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effects of hemorrhage is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. The cause of the reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, it is possible the insertion angle and/or an interaction with patient anatomy during insertion or needle deployment resulted in the device guide break. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a coronary interventional procedure to place a ventricular assist device. Reportedly, the first prostyle device worked as intended. During advancement of the second prostyle device, the distal guide snapped/broke in half. Vessel damage and bleeding were observed due to the guide separation. The procedure was then aborted, and the surgeon was called. The patient was taken into surgery to have the prostyle device removed. The vessel was surgically repaired during the cut-down. There was a clinically significant delay in the procedure as a result of the surgery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a coronary interventional procedure to place a ventricular assist device. Reportedly, the first prostyle device worked as intended. During advancement of the second prostyle device, the distal guide snapped/broke in half. Vessel damage and bleeding were observed due to the guide separation. The procedure was then aborted, and the surgeon was called. The patient was taken into surgery to have the prostyle device removed. The vessel was surgically repaired during the cut-down. There was a clinically significant delay in the procedure as a result of the surgery. No additional information was provided.